Event description:
At 7:50 pm, on-call nurse received a call from the pt stating the tpn pump alarming "hip." All clamps open and catheter flushes easily. Pt instructed to change IV filter and call back if further problems. At 8:35 pm pt called again stating pump ran a little then alarmed again "hip". Pump program verified. Pt states pump alarmed "hip" while disconnected. Pt instructed to change the tubing and filter and restart the infusion. At 9:30 pt called and stated pump continued to alarm "hip." Visit made by nurse and a new pump taken to the pt's home and infusion restarted. Pump was running without alarm when user left the home. New pump started alarming at approx 2:00 am and pt disconnected for the rest of the night. Pump brought to rptr's office and tested, clear fluids ran with no "hip" alarm. Problem appears to be the tpn tubing. Tubing sent to MFR.